Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with bifurcated stent, a suprarenal aortic extension and a limb stent graft. A follow up computed tomography (CT) showed the patient had a type 3a endoleak and a type 3b endoleak. The physician elected to reline the initial devices with a non-endologix gore device. Patient status following the secondary procedure has not been reported to endologix. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical assessment based on the information available, clinical was able to confirm the following; sac growth, endoleak type iiia and iiib, and successful reline with a non-endologix device. Additionally there was evidence to reasonably support the following observations; access site complications through the right femoral repair. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal (cuff) was unknown due to the lack of medical imaging. The main body stent's compromised stent graft integrity most likely caused by the strata material, which also most likely contributed to the loss of seal as well. A user or anatomy-related issues, or cautionary and off-label product use could not be identified. Associated clinical harms for these device failures included: type iiib endoleak, type iiia endoleak; additional endovascular procedure; and, an access site complication. The final patient disposition also could not be determined due to lack of medical records surrounding the event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply), and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(4) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.